Event description:
It was reported that this electrode had migrated and an inquiry was sent to technical services (ts) for steps to reposition and reimplant the electrode. No adverse patient effects were reported. The electrode remains implanted.